Event description:
The patient initally had a constant flow pump which was subsequently replaced in 2003. A catheter revision was performed in 2003 following dislocation of the catheter during physiotherapy. The patient was experiencing "good therapy outcome" on a daily dose of lioresal 1300 mcg. Following a refill in 11/2004, the patient was not receiving benefit from the therapy. Myelography indicated normal spinal cord anatomy. Contrast medium was injected through the catheter access port. The contrast was not visible in the pump connector or the catheter. A bolus was given following the myelogram with reduction in the spasticity. A lumbar puncture was performed and another bolus of lioresal 75 mcg was given with reduction in spasticity. The pump was refilled 3 times. 7 or 8 days later, drug was apirated and there was no volume discrepancy (arv/erv), however, no therapy benefit was apparent, x-rays were taken revealing no disconnection between pump and catheter. The alarm was activated when the pump was sent for analysis. No patient injuries were reported. The post-procedure status of the patient is unknown. A follow-up report will be sent if additional information becomes available.